Event description:
It was reported to the manufacturer that the site's handheld screen was continually freezing following successful interrogations. Soft reset resolved the event, but the issue continued later, so the site requested a new device be sent to replace the non-working device. Good faith attempts to obtain the non-working device for product analysis have been unsuccessful to date.